Event description:
It was reported that the wire was stuck in the device. It is unknown if there was any patient involvement or adverse consequences associated with this event. No further information is available from the account.

Manufacturer narrative:
The device was received with a wire stuck in it. Based on the quality investigation, there was debris built up inside the device. This condition could cause the device to stick, and not allow the collet to release the wire.